Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had been emitting beep tones, likely due to high, out-of-range shock impedance measurements on this right ventricular (rv) lead. The clinician reported to the local sales representative that at the patient's last in-clinic check the shock impedance alert threshold was increased to 150 ohms. The patient was also seeing a cardiologist who planned to check the device and provide an updated report. No adverse patient effects were reported. The device and associated rv lead remain implanted and in service.